Manufacturer narrative:
31-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the driving shaft due to improper consumer handling.

Event description:
Bleeding--outside upper lip [lip haemorrhage]. Punctured -outside upper lip [lip injury]. Head of toothbrush pops off, comes off in mouth / whole brush head snapped off metal shaft [device breakage]. Consumer called and stated that when she brushed her son's teeth, the head on the toothbrush came off in his mouth. No serious injury was reported. Follow-up: consumer stated that the whole brush head snapped off the metal shaft.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding--outside upper lip [lip haemorrhage]. Punctured -outside upper lip [lip injury]. Head of toothbrush pops off, comes off in mouth / whole brush head snapped off metal shaft [device breakage]. Case description: consumer called and stated that when she brushed her son's teeth, the head on the toothbrush came off in his mouth. No serious injury was reported. Follow-up: consumer stated that the whole brush head snapped off the metal shaft.